Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported she received an elevated blood glucose level of 300 mg/dl this morning. Patient's normal blood glucose level is 100 mg/dl. Patient stated her total basal rate is 14.7 units (0.6 units/hour). Patient reported this morning she found the total basal rate at 4.0 units and the infusion device was delivering 0.1 units/hour. Patient stated she noticed the infusion device was delivering 0.9 units/hour yesterday, so she decided to rest the basal rate profile; total basal rate after that was 12.9 units. Patient reported she can't explain why all of these values have changed alone. Patient stated the infusion device didn't give any alarm or error message. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.